Manufacturer narrative:
H2) correction: d4 model number corrected. D4 serial number corrected. H4 device manufacturer date corrected. H2) additional information: a1-a2 and a4-a6 updated. B5: additional information was received that there was a patient involved, and unknown signs or symptoms experienced. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line alarm. The provided serial number 755932 but cannot be found in ICU med inventory system. There was no patient involvement.